Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted to the emergency department with low flow alarms, acidosis, acute kidney injury, and elevated transaminases. There was concern for a left ventricular assist device (lvad) thrombus and low flow alarms continued. Log file analysis captured persistent low flow events throughout the log with the calculated flow at the 2.5 lpm threshold. The pulsatility index (pi) settled into the 3 range and was less variable. The patient has not been on warfarin for at least a year. Transthoracic echocardiogram (tte) stated there was a probable lvad thrombus. Low flow alarms did not resolve and heparin and bivalirudin were given. The patient experienced fatigue, shortness of breath, cardiogenic shock, and end organ failure. Tte with left ventricular ejection fraction (lvef) at 5%, atrioventricular (av) opening on all beats and increased cannula velocities. The thrombus was somewhat confirmed as computed tomography angiography (cta) showed no evidence but echo denoted concerns for thrombus but they were unable to visualize for confirmation. Haptoglobin was less than 8, plasma free hemoglobin was elevated, lactate dehydrogenase (ldh) was increased, bilirubin was severely elevated with bilirubin in urinalysis. Low flows were persisting. Supportive and comfort medical measures included intubation, continuous veno-venous hemofiltration (cvvh), and inotropic support.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be conclusively determined through this evaluation, as no images were submitted and the device remains in use. Evaluation of the submitted log file confirmed low flow alarms; however a specific cause for the low flow events could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this investigation. The submitted controller event log file captured transient low flow hazard alarms on 28jul2022. Of note, the controller periodic log file captured a slight decline in flow and pulsatility index between 17jul2022 and 28jul2022. No other notable events or alarms were captured. The system appeared to operate as intended at the set speed for the duration of the files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists device thrombosis, hemolysis, and multiple organ dysfunctions/failures, including renal dysfunction, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU outlines indications of thrombus as well as how to respond to such events. This document also provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. The IFU further explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. The IFU and the patient handbook also describe all alarm conditions, as well as the appropriate actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, hemolysis, and multiple organ dysfunctions/failures, including renal dysfunction, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, also lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.